Event description:
It was reported that the patient with this pacemaker device was seen by the physician and was asymptomatic, however the heart rate was at 25 beats per minute. Troubleshooting options were performed, applied magnet but there was no effect. Upon review of the electrogram, it was found that there was loss of capture on the right ventricular (rv) channel with low escape rate. Rv thresholds were between 2.5v to 3v. Technical services recommended to increase the rv output to get capture. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this pacemaker device was seen by the physician and was asymptomatic, however the heart rate was at 25 beats per minute. Troubleshooting options were performed, applied magnet but there was no effect. Upon review of the electrogram, it was found that there was loss of capture on the right ventricular (rv) channel with low escape rate. Rv thresholds were between 2.5v to 3v. Technical services recommended to increase the rv output to get capture. This device currently remains in service. No adverse patient effects were reported. Additional information indicated that the resolution was to increase the rv output. No adverse patient effects were reported. This device was explanted and returned, and analysis was completed, and the report is updated with the product investigation results.